Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6). The patient was leaking heavily while they were away for a couple of days last week. The patient did not feel stimulation and the therapy was not on. There were no trauma or falls that could be related to the issue. The patient took a train to travel and wasn't aware of seeing any security devices and they ate better than they typically did. The patient would take time to determine if by just turning stimulation back on would regain symptom control and if not they would increase stimulation. The situation was not resolved. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from a consumer reported the leaking had improved, but not resolved, but the patient did not expect complete resolution due to their age and diet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.